Event description:
It was reported that there was a knee infection following a revision tka.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5512-f-602, tri ts femur sz6 right, lot code: desz; cat. No.: 5537-g-616, no 6. Triathlon ts plus tibial insert x3 poly 16mm, lot code: mepe5y; cat. No.: 5521-b-600, tri ts baseplate size 6, lot code: hfpt; cat. No.: 5550-g-391, triathlon symmetric x3 patella, lot code: 5kh9; cat. No.: 5560-s-212, tri cemented stem 12mmx100mm, lot code: m6l28p; 5560-s-115 triathlon, cemented stem-15mm x 50mm, m7h13a. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving a no 6. Triathlon ts plus tibial insert x3 poly 16mm was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as further information is needed. A CAPA trend analysis concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a knee infection following a revision tka.